Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.

Event description:
As reported by an edwards lifesciences affiliate in brazil, regarding an implant by transapical approach in mitral position with a sapien valve unknown in a pre-existing edwards surgical valve, the valve was crimped by a thv field clinical specialist. During the procedure, the system assembly protocol was followed, and the size and position of the valve were communicated aloud, along with the inflation volume. After implantation, the patient became unstable and a 22 minute pcr was performed. The patient was placed on cardiopulmonary bypass. Afterwards, the patient maintained hemodynamics so the valve could be checked and it was verified that the valve had been implanted inverted. A second valve was immediately implanted correctly using also the transapical approach with certitude system. The patient remained hemodynamically stable and was transferred to the ICU. The following day, patient was hemodynamically stable but did not wake up.

Manufacturer narrative:
The complaint for an incorrectly oriented thv implanted and subsequent patient coma was unable to be confirmed due to unavailability of procedural imagery/medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''it was a implant by transapical approach in mitral position with pre-existing edwards surgical valve. The valve was crimped by a thv field clinical specialist. During procedure, the system assembly protocol was followed, and the size and position of the valve were communicated aloud, along with the inflation volume. After implantation, the patient became unstable and a 22 minute pcr was performed. Patient was placed on cardiopulmonary bypass. Afterwards, the patient maintained hemodynamics so the valve could be checked and it was verified that the valve had been implanted inverted.'' Per IFU, ''the physician must verify correct orientation of the thv prior to its implantation''. Also, device preparation manual and procedural training manual indicates how to crimped the valve for transapical approach and outlines the verification of the orientation. In this case, both the user who crimped the valve, and the implanting physician, failed to identify that the valve was crimped in incorrect orientation. As such, available information suggests that procedural factors (failure to identify incorrect orientation of thv) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective action nor product risk assessment (pra) is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. The following sections of this report have been updated: b.4, b.5, g.3, g.6, and h.2. The following sections of this report have been corrected: b.2 updated to death, h.1 updated to death, h.6 impact code (from 4629 to 1802).

Event description:
Additional information received noted the the patient passed away. The date of death is unknown.

Manufacturer narrative:
Additional information was received and the following fields were updated accordingly d.1 brand name. Investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in brazil, regarding an implant by transapical approach in mitral position with a sapien 3 valve in a pre-existing edwards surgical valve, the valve was crimped by a thv field clinical specialist. During the procedure, the system assembly protocol was followed, and the size and position of the valve were communicated aloud, along with the inflation volume. After implantation, the patient became unstable and a 22 minute pcr was performed. The patient was placed on cardiopulmonary bypass. Afterwards, the patient maintained hemodynamics so the valve could be checked and it was verified that the valve had been implanted inverted. A second valve was immediately implanted correctly using also the transapical approach with certitude system. The patient remained hemodynamically stable and was transferred to the ICU. The following day, patient was hemodynamically stable but did not wake up.